Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratch on the center part of the lens was found during insertion; it is unknown when the defect occurred during or after insertion. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Lens received outside of the lens case, adhered to the foam tip of a swab. Solution is dried on the iol(intraocular lens). One haptic is bent/deformed, the other haptic is intact. The optic has a large fracture extending from one edge of the optic to almost the other side. There is one other small scratch observed on the optic surface. We are unable to determine the root cause for the reported complaint " scratch was found". The iol was subject to handling. The iol was returned with solution dried on it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).